Manufacturer narrative:
Representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of thea peritoneal dialysis (pd) patient contact called fresenius technical support to report the liberty select cycler touch screen went blank at the end of treatment. The patient contact rebooted the cycler multiple times but did not resolve the issue. Patient pressed ok, stop, and touched the screen but screen remained blank. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. The ok and stop keys made sound when pressed. At that point in time, the technical support event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment using manuals. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report the liberty select cycler touch screen went blank at the end of treatment. The patient contact rebooted the cycler multiple times but did not resolve the issue. Patient pressed ok, stop, and touched the screen but screen remained blank. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. The ok and stop keys made sound when pressed. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment using manuals. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.